Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8 fr angioseal sts plus device was returned for evaluation. The sealed polyfoil pouch was received for product evaluation. The hemostatic sheath and arteriotomy locator were returned in the packing tray. The components did not appear used. There was a kink present at the blood inlet holes of the arteriotomy locator approximately 2.64". There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink in the insertion sheath of the angio-seal device when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to achieve hemostasis. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section.